Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that electrogram (egm) review of this pacemaker system revealed one beat of suspected right ventricular (rv) lead non-capture. This rv lead remains in service. No adverse patient effects were reported.